Event description:
This spontaneous case report was received on 13-jan-2014 from a consumer in the united states via the FDA, the regulatory authority in the united states (FDA case number mw5032552, received at FDA on 04-nov-2013). This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain -sharp stabbing pain in my abdomen when I sit straight up/sharp pain in abdomen/right abdomen (sharp)/ I had extreme pain in my abdomen/ a poking sensation/severe and persistent pain") and genital haemorrhage ("passing large blood clots") in a (B)(6) female patient who had essure (batch no. 626626) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "had an ablation and essure implanted" in 2008 and device monitoring procedure not performed "she did not underwent essure confirmation test.". The patient's past medical history included carpal tunnel release (pain in wrist, thumb) in 2016, sinus operation (frequent sinus infections) in 2015, gravida I and parity 1 (((B)(6) 1994)). Previously administered products included for an unreported indication: birth control pill from 1994 to 1998. On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced abdominal pain (seriousness criteria disability, medically significant and intervention required). In 2008, the patient experienced arthralgia ("joint pain/stiff joints/joint pain/ stiff joints in fingers and hands"), night sweats ("night sweats"), weight increased ("weight gain") and dyspareunia ("painful intercourse"). In (B)(6) 2008, the patient experienced gingival bleeding ("gum problems/gums bleeding"). In (B)(6) 2008, the patient experienced constipation ("constipation"), alopecia ("hair loss"), pollakiuria ("incontinence and frequent urination/frequent urination/ urination "), dysgeusia ("metal taste"), migraine ("migraines"), gastrointestinal disorder ("bowel problems") and bacterial vaginosis ("bacterial vaginosis/I had an infection"). In 2009, the patient experienced fatigue ("fatigue/ extremely fatigued"), nausea ("nauseous"), costochondritis ("costochondritis"), heart rate increased ("I felt as if I was having a heart attack, my heart rate was fast, and there was pain down my left side (I never experienced this until essure was implanted)") and malaise ("I felt so sick from the essure"). In 2010, the patient experienced vaginal discharge ("discharge"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping all through the month"), headache ("terrible headaches"), pain in extremity ("hands and fingers pain (stiffness)"), mental disorder ("essure caused or aggravated any psychiatric and/or psychological condition"), feeling abnormal ("my brain fog") and treatment noncompliance ("she did you use birth control or contraception at any time following your essure placement procedure, whether at the advice of a physician or otherwise."). On an unknown date, the patient experienced abdominal distension ("stomach bloating") and urinary incontinence ("incontinence and frequent urination"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping all through the month"), headache ("terrible headaches"), pain in extremity ("hands and fingers pain (stiffness)"), mental disorder ("essure caused or aggravated any psychiatric and/or psychological condition"), feeling abnormal ("my brain fog") and treatment noncompliance ("she did you use birth control or contraception at any time following your essure placement procedure, whether at the advice of a physician or otherwise."). On an unknown date, the patient experienced abdominal distension ("stomach bloating") and urinary incontinence ("incontinence and frequent urination"). The patient was treated with oxycodone, antibiotics, iron and surgery (in (B)(6) 2015, she underwent hysterectomy to remove essure). Essure was removed in (B)(6) 2015. In (B)(6) 2014, the abdominal pain, gingival haemorrhage, gingival disorder and migraine had resolved. At the time of the report, the genital haemorrhage, abdominal pain lower, constipation, alopecia, fatigue, arthralgia, pollakiuria, vaginal discharge and night sweats had not resolved, the headache and feeling abnormal had resolved, the abdominal distension and urinary incontinence had not resolved and the weight increased, dysgeusia, dyspareunia, gastrointestinal disorder, bacterial vaginosis, nausea, costochondritis, pain in extremity, mental disorder, heart rate increased, chest pain, malaise and treatment noncompliance outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, arthralgia, bacterial vaginosis, costochondritis, dysgeusia, dyspareunia, fatigue, feeling abnormal, gastrointestinal disorder, gingival bleeding, gingival disorder, headache, heart rate increased, chest pain, malaise, mental disorder, migraine, nausea, night sweats, pain in extremity, pollakiuria, treatment noncompliance, urinary incontinence, vaginal discharge and weight increased to be related to essure. The reporter provided no causality assessment for abdominal distension, alopecia, constipation and genital haemorrhage with essure. The reporter commented: she felt as if she was having a heart attack, her heart rate was fast, and there was pain down my left side (she never experienced this until essure was implanted) in 2010. She have not sought medical treatment for my weight gain, the metal taste in my mouth, migraines, night sweats, painful intercourse, urination, constipation, hair loss, fatigue, or my nauseous feeling. Following the removal of the essure device, her brain fog she had been experiencing was gone almost immediately, the poking sensation was gone immediately, the headaches and migraines stopped after removal, and my gums stopped bleeding almost immediately. She had no complications but physician told me she had a fibroid the size of a grapefruit. Quality-safety evaluation of ptc: final assessment: lot history record (lhr) reviewed. Product met product release specifications. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. Final risk classification risk category v medical assessment: the medical events reported are not necessarily indicative of a quality defect. No complaint sample was provided for a technical investigation. Five (5) additional ae case reports have been received to date in relation to batch number 626626 but only one (1) of these cases refers to a similar medical event. No batch signal could be identified at this time. The review of the lot history records confirmed that the product met product release specifications. At the time of this medical assessment the technical investigation concluded ¿unconfirmed quality defect¿. Based on the information available, there is no reason to suspect a quality defect. Most recent follow-up information incorporated above includes: on (B)(6) 2017: reporter information was updated. Patient demographics were updated. Historical condition/medication was added. Essure implantation and explanation date was updated. Essure indication was added. Treatment medications were added. Event: sharp pain in abdomen/right abdomen (sharp)/ I had extreme pain in my abdomen/ a poking sensation; frequent urination/urination and bowel problems; extremely fatigued was clubbed with previously reported event. Events: weight gain; metal taste; gum problems/gums bleeding; migraines; painful intercourse; bowel problems; bacterial vaginosis/I had an infection; nauseous; costochondritis; hands and fingers pain (stiffness); essure caused or aggravated any psychiatric and/or psychological condition; I felt as if I was having a heart attack, my heart rate was fast, and there was pain down my left side (I never experienced this until essure was implanted); I felt so sick from the essure; my brain fog; she did not underwent essure confirmation test and she did you use birth control or contraception at any time following your essure placement procedure, whether at the advice of a physician or otherwise were added. "Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only¿. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.